Event description:
During trocar placement, covidien 5.5mm auto suture locking trocar did not inflate. Trocar was removed from the patient. Later during procedure, a piece from the inside of the malfunctioned trocar was found in the patient and retrieved.